Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their shakes were bad and they could not write. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's ins recharger (insr) was unable to fully charge their ins. The insr would not show the "charge sufficient" or "charge complete" screen no matter how long they charged. It was noted their programmer showed their ins was fully charged. The patient's recharger fell on the ground every time they tried to charge. On (B)(6) 2018, it was reported that patient had received the replacement recharger but they were still having the same issue/not being able to charge the ins battery to charge completely up to 100%. Patient asked if the battery needed to be replaced or what because they were charging it for like 2 hours yesterday and it never did come up to a full charge. Patient stated that when they were charging they get all 8 coupling bars and patient monitored to make sure they were still coupling. Starting a charge session during the call was recommended and patient reported that battery was incrementing from 3/4 up and they had full coupling. Patient stated the ins status on their patient programmer (pp) showed ok and charging duration expectations were reviewed. Patient was not sure how full their ins was at the start of charging session. It was reviewed that patient may need to charge the ins longer than two hours to charge up to 100%. Patient stated that they had been charging every other day for a week now and it never gets up to 100%. Expectations regarding charge sufficient and charge complete screens were reviewed. Patient was redirected to follow up with health care professional (hcp) at this point for further troubleshooting since the patient was still concerned the ins was not going up to 100%. No patient symptoms or further complications were reported as a result of this event.